Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated the device was reading high (in the 300s mg/dl) and a lab measured 108 mg/dl performed twenty minutes after the original result. Reporter indicated doubling diabetes medications per the doctor's advisement, and therefore, stated not receiving any treatment as a result of the alleged event. Reporter stated controls were used and level one was within an acceptable range while level two was not provided. A request was made for the return of the suspect device and replacement product was sent.